Event description:
Diabetic per doctor's orders was dosing his insulin (in 5u increments) for days to cover his high blood glucose readings on suspect device (200-300s mg/dl). Diabetic tested blood glucose on suspect device (273 mg/dl) and passed out. Emt tested blodd glucose and got a result of 0. Emts treated patient with glucose. The next day, diabetic did not test, but passed out again (ER blood glucose lab = 27 mg/dl). Diabetic tested suspect device (273 mg/dl) against doctor's device (127 mg/dl) the next day.